Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after developing an infection. No vegetation was noted on either lead. The patient's dual chamber pacing system was explanted on (B)(6) 2020 and replaced on (B)(6) 2020. The patient was stable after the explant procedure.